Event description:
End user called regarding the calibration check strip out of range in the device. This was confirmed from troubleshooting by phone.the device was replaced and the defective one returned for investigation.